Event description:
It was reported the patient's ipg flipped within the pocket causing pain the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg pocket site was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.